Manufacturer narrative:
Additional information (14-mar-2025): siemens healthineers investigated and concluded the cause of the event was an instrument malfunction. Sections d1, d2, d4, g1, h6 and h8 were updated to reflect the instrument being the impacted device in this event. Initial MDR 2432235-2025-00014 was filed on 08-jan-2025.

Manufacturer narrative:
Initial MDR 2432235-2025-00014 was filed on 08-jan-2025. The first supplemental MDR 2432235-2025-00014-s1 was filed on 08-apr-2025. Additional information (27-may-2025): the FDA sent an inquiry to siemens via email, asking for more information about the software issue that led to the dilution error. Siemens responded via email, and on 27-may-2025, the FDA asked for this additional information to be documented in a supplemental medical device report (MDR). Siemens healthcare identified a software (sw) anomaly when the atellica solution chemistry (ch930) analyzer sw triggers an auto rerun dilution; the serial dilution does not have the same priority as the initial test if the initial test is a stat. The serial dilution always has a routine priority. If a serial dilution is created, then a significant number of stat orders are received; the routine priority test will not be aspirated until the stat tests are aspirated. If the routine dilution waits long enough to be aspirated, the system washes and reuses the dilution cuvette, but the sw does not cancel the routine test order. This behavior is limited to the atellica solution ch analyzer and isolated to how the customer site is running on the atellica solution ch. This is a lab automation customer site that runs most of their routine tests as stats, which is a very uncommon workflow. Running all tests as stats significantly decreases instrument throughput because the sw cannot launch tests in random access to maximize throughput. Siemens identified this behavior can only occur on analytes that use serial dilutions, particularly when serial dilutions are ordered just before a large incoming order of stat tests. This behavior was addressed by siemens in sw version 1.28.0. As mentioned above, running all tests as stats is unusual and significantly decreases instrument throughput. The customer noted in this MDR has been updated to sw 1.28.1.

Manufacturer narrative:
A customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic creatinine_3 (ecre3) auto diluted urine patient sample result on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens they obtained an erroneously elevated enzymatic creatinine_3 (ecre3) auto diluted urine patient sample result on an atellica ch 930 analyzer. The erroneously elevated result was not reported to the physician. The same sample was reprocessed on the original atellica ch 930 analyzer neat and auto diluted. The neat result was above assay range and the auto diluted result was lower than the erroneously elevated result. The lower result obtained, was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated enzymatic creatinine_3 (ecre3) result.